Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In providing operative reports and exam notes (stage 1 right knee revision for infection), records indicate that after the second stage revision in (B)(6) 2019 using stryker components, the patient has experienced ongoing pain up to and including (B)(6) 2019. To that point, the patient has not had any surgical intervention (as the construct is noted as being in "good alignment without any evidence of loosening or gross migration"), but has been treated pharmacologically, and eventually was prescribed physical therapy.

Event description:
In providing operative reports and exam notes (stage 1 right knee revision for infection), records indicate that after the second stage revision in (B)(6) 2019 using stryker components, the patient has experienced ongoing pain up to and including (B)(6) 2019. To that point, the patient has not had any surgical intervention (as the construct is noted as being in "good alignment without any evidence of loosening or gross migration"), but has been treated pharmacologically, and eventually was prescribed physical therapy.

Manufacturer narrative:
Reported event: an event regarding pain involving an unknown stryker knee was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review:a review of the provided medical records and x-rays by a clinical consultant indicated: "the current pi which alludes to post second stage revision pain after the revision surgery in (B)(6) 2019 during 4 post-op visits, the last of which noted contralateral pain in the non-operative left knee. No unusual post-op pain after the right revision surgery is documented and no follow-up is documented after (B)(6)2019. It is not possible to confirm the nature, severity, or persistence of the pain alluded to in the new event description or create a medical report relating to it." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.